Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the crimped stent found a kink in between the 7th and 6th proximal row of stent struts. A visual and tactile examination of the shaft showed no signs of damage. A visual and tactile examination found multiple several kinks throughout the hypotube. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion. However, while loading the device onto the guidewire, it was noted that the stent struts were bent. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 3.00x16 synergy ii everolimus-eluting platinum chromium coronary stent system was advanced to the lesion. However,while loading the device onto the guidewire, it was noted that the stent struts were bent. The procedure was completed with a different device. No patient complications were reported.